Event description:
It was reported that the insulin pump alarmed motor error. The blood glucose reading is 210 mg/dl. The motor error alarm occurred during bolus delivery. The drive support cap is flush. Customer is unable to rewind the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.